Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. Index ablation procedure inmoving and intellanav stablepoint open-irrigated was performed on an unknown date. On (B)(6) 2021 the patient was presented with sharp chest pain with deep respirations and shortness of breath. He was admitted for possible pneumonia and pericarditis due to recent ablation procedure. Electrocardiogram, laboratory tests, chest x-ray, transthoracic echocardiogram, and coronary angiography computed tomography (CT) scan were performed. Diagnostic test results indicate elevated white blood cell and troponin I and abnormal CT scans. Pericarditis was confirmed and colchicine, ibuprofen, protonix and antibiotics were prescribed. Patient was stable and discharged on (B)(6) 2021.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Based on additional information patient age corrected from 76 to 83 years.

Event description:
(B)(6). Index ablation procedure inmoving and intellanav stablepoint open-irrigated was performed on an unknown date. On (B)(6), 2021 the patient was presented with sharp chest pain with deep respirations and shortness of breath. He was admitted for possible pneumonia and pericarditis due to recent ablation procedure. Electrocardiogram, laboratory tests, chest x-ray, transthoracic echocardiogram, and coronary angiography computed tomography (CT) scan were performed. Diagnostic test results indicate elevated white blood cell and troponin I and abnormal CT scans. Pericarditis was confirmed and colchicine, ibuprofen, protonix and antibiotics were prescribed. Patient was stable and discharged on (B)(6), 2021.